Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient experienced an infusion site infection. Upon removing the infusion set, the patient observed puss and redness at the site. The patient was prescribed oral antibiotics, topical ointment, and an antimicrobial wash. The infusion set and site location were changed, which resolved the issue. There was a patient involvement and there were no additional adverse consequences.